Manufacturer narrative:
Ge healthcare?s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a case, the patient started to wake up. There was no reported patient injury.

Manufacturer narrative:
The unit was returned to the manufacturing site for investigation. The unit was tested and found to function within manufacturer¿s specifications. The reported complaint could not be duplicated.